Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total gastrectomy by laparotomy, on anastomosis, staples did not come out and did not staple the tissue. The anvil also bent. Another stapler was used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total gastrectomy by laparotomy, on anastomosis, the stapler cut the tissue but staples did not deploy and did not staple the tissue. The anvil also bent. Another stapler was used to complete the procedure.